Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and boston scientific obtryx transobturator mid-urethral sling system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) ¿ urinary problems; undefined recurrence. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh were implanted along with concurrent paravaginal repair and posterior repair due to symptomatic pelvic relaxation and sui. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent removal of mesh, posterior mesh on (B)(6) 2012, along with transvaginal urethrolysis, removal of tot sling, removal of posterior mesh, vaginal exploration and flap creation and vaginal reconstruction due to mesh exposure. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.